Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a critical error code occurred on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to (communication between host and obm was lost. And low flow) were recorded in the device event log. In conclusion, the device's oxygen blender board needs to be replaced to address the issue. Additionally, during the service of the device, the technician confirmed the universal porting block, power cord clamp and rubber feet are damaged, the whisper cap is missing and the obm blender gasket is kinked and needs to be replaced unrelated to the reportable malfunction/issue. The pollen air filter and maintenance label will be replaced due to preventive maintenance. The evaluation is in process and is pending the final outcome. If any additional information is received, a follow-up report will be filed. New information: during further evaluation the device failed a functional test step during testing. The device was sent for re-work due to error communications; therefore, the device interface board was replaced to address the issues. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device was retested and passed all test. A correction was made to the evaluation method code grid in box h.

Event description:
The manufacturer received information alleging a critical error code occurred on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to (communication between host and obm was lost. And low flow) were recorded in the device event log. In conclusion, the device's oxygen blender board needs to be replaced to address the issue. Additionally, during the service of the device, the technician confirmed the universal porting block, power cord clamp and rubber feet are damaged, the whisper cap is missing and the obm blender gasket is kinked and needs to be replaced unrelated to the reportable malfunction/issue. The pollen air filter and maintenance label will be replaced due to preventive maintenance. The evaluation is in process and is pending the final outcome. If any additional information is received, a follow-up report will be filed.